Event description:
Pt had an ivc -g2 express filter system -femoral- rf400f- and jug- placed in 2008 in preparation for surgery. Ivc filter removed at about 3 weeks later. Upon examination of filter post removal, the physician realized that one of the legs appeared to be broken off. X-ray show filter leg embedded in patient's ivc.